Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the armthe complaint states that early sensor expiration occurred. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. On (B)(6) 2022. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).